Event description:
It was reported that the patient's blood glucose level was "high" (>500 mg/dl) after wearing the pod on the right thigh for approximately 45 minutes. On may 1, the patient was admitted to the hospital with symptoms of pre-diabetic ketoacidosis and had vomited 16 times. The patient's mother reported that the pod was shut off, and the patient received insulin and IV treatment. The patient was discharged the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant.  This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.